Event description:
No additional information.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 21076260 d4. Medical device expiration date: 05/19/2024 h4. Device manufacture date: (B)(6) 2021 investigation results: (B)(6) samples were received for investigation of (B)(4); two samples were received with opened packaging from lot 21055925, and the remaining four samples were received with opened packaging from lot 21076260. No residual fluid was present in the returned samples. A visual inspection of the returned samples confirmed the customer's experience, in each instance the tubing joint below the tubing to tubing connector was separated; a closer inspection of the tubing identified the presence of solvent at the affected joint in each instance. The details of this feedback were forwarded to the manufacturing site for investigation. A definitive root cause for the customer's experience could not be determined in this instance, as analysis of the returned samples suggested that they had been correctly assembled. However it is possible that the separation may have occurred due to an inconsistent application of solvent coupled with a pulling force. A review of the production records for lot 21055925 and 21076260 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The quality team at the manufacturing site has been informed of this report in order to be aware of the reported feedback during future production of this product. A review of the customer feedback database indicates that this is an isolated feedback with no further reports of this nature against the mz5307 product in the past 12 months.

Event description:
It was reported that bd maxzero multi-fuse pressure rated extension set with needleless connector(s) separated. The following information was received by the initial reporter with the verbatim: 1 set was attached to a patient and found to be snapped in 2. Clinician has tested another few from 2 different lots and found them to be easily pulled apart

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed